Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report unexplained high blood glucose levels. The customer's blood glucose level was 479 mg/dl. The customer's symptom included nausea. The customer treated with a bolus from the insulin pump. The customer found air bubbles in the tubing. The customer declined to check their settings and their blood glucose level rose to 486 mg/dl. The customer was not at home and could not troubleshoot any longer. Nothing was replaced or returned.